Event description:
It was reported that the patient experienced unspecified issues with his sling device. A new artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event.